Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 469 mg/dl. Troubleshooting was performed with a plunger push and a 5.0 unit manual prime. Insulin did exit and did not alarm. Customer was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump and to call back should no delivery persist.